Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported having "buzz" sometimes when they enter and left the stores. Patient wanted to confirm that if it was normal as ID card stated that the device might trigger metal detection system. Patient reported having increase in stimulation when it happened. They noticed it at many stores with security gates/theft detectors. Patient was advised to turn ins off when going through security/theft devices or bypass going through them. Patient was implanted for urinary dysfunctional/sacral nerve stimulation and gastrointestinal/ pelvic floor.